Manufacturer narrative:
Patient weight reported as approximately (B)(6). (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent cyst removal of a mandible on (B)(6) 2017 and was being implanted with a 1.5mm rapid resorbable straight row mesh plate and four (4) 1.5mm rapid resorbable cortex screws. While the surgeon was inserting one of the screws into the plate with a screwdriver, the head of the screw sheared off. The screw head did not enter the patient¿s incision site and fell to the floor. Forceps were used to remove the screw shaft and the surgeon implanted another screw in its place. There was no surgical delay. The procedure was completed as intended. The 1.5mm rapid resorbable straight row mesh plate and four (4) 1.5mm rapid resorbable cortex screws were implanted. The cyst was successfully removed and the patient¿s status was reported as stable. Concomitant devices reported: 1.5mm rapid resorbable straight row mesh plate (part 851.722.01s, lot number unknown, quantity 1), screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) rapid resorbable cortex screw. This is report 1 of 1 for (B)(4).